Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that, since implant ((B)(6) 2017), the patient¿s ins did not lie flat and stuck ¿straight out¿. There were no further complications reported or anticipated.